Event description:
It was reported that when the physician removed the shaver and burr attachment from the patient after using the device, it was noticed approximately 2 inches of the inner burr/shaft broke apart and was in the subacromial space. The physician attempted to remove the piece with a grasper, however, the piece lodged further into subcutaneous tissue. Using fluoroscopy, the physician made a small incision in the tissue to remove the broken piece. The case was then completed successfully. Rotator cuff repair/ subacromial decompression.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed broken inner tip. Further investigation revealed damaged flutes and hood typically caused when the flutes and hood collide. Investigation also revealed plastic gouge marks on the inner hub between the inner hub and snap ring as well as slight bent found on the outer shaft. The complainant's event is typically caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.